Event description:
The patient had silicone breast implants placeds in 1988. In the last three years she has develeoped contractures of both breasts with pain on both sides. The right side is more contcracted and there is more pain. A bilaterial capsulectomy with removal of the implants was performed. The right implant was sticky and the left implant was less stickyinvalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: unanticipated. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: invalid data. The device was destroyed/disposed of.